Event description:
The user was originally implanted in hungary in 2003 and then she moved to serbia and lives here ever since. The user reported that there were some complications, hence she underwent three surgeries.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, the recipient experienced facial nerve stimulation and pain, which was not described in detail. Further the recipient suffered from middle ear infections, which might have contributed to the explantation. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user was originally implanted in hungary in 2003 and then she moved to serbia and lives here ever since. The user reported that there were some complications, hence she underwent three surgeries. From the beginning she had difficulties with speech understanding and development, and two electrodes were disabled because of possible sc (number 5 and 11). When the field started to monitor the user in serbia with fittings and check-ups, they noticed a degradation of speech understanding over time, and one more electrode was sc (number 8). The device was explanted and a new device implanted on the contra-lateral side on (B)(6) 2023.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.